Manufacturer narrative:
A patient experiencing an inoperable ipg was reported to abbott. No intervention is planned. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Event date is estimated.

Event description:
It was reported that the patient's ipg was no longer communicating with external devices. Surgical intervention may take place at a later date to address the issue.

Event description:
Additional information was received stating that surgical intervention took place on (B)(6) 2024 where the ipg was explanted and replaced to address the issue. Effective stimulation was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.